Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat the right coronary artery. Reportedly, the 4.5 x 12mm nc trek balloon catheter was advanced for post-dilatation; however, during advancement the shaft of the nc trek separated into 2 pieces while inside the patient anatomy. Both separated segments were easily removed from the anatomy. Resistance was felt during advancement with the patient anatomy. Another 4.5 x 12mm nc trek was used to successfully finish the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.